Event description:
The pt received an scs system on (B)(6) 2009. It was reported that the pt had lost stimulation and could no longer turn the stimulation up to any perception level. All contacts exhibited invalid impedances and a lead fracture was observed. No further info is available at this time.

Manufacturer narrative:
Results: the returned lead revealed compression with all wires broken. The compression marks on the lead from the cinch anchor when aligned to the anchor showed the fracture and broken wires were at the distal (male) end of the anchor. No functional testing could be performed on the fractured lead due to broken wires. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.